Event description:
The customer reported that during the procedure, the device would not cut. Another device was used to complete the procedure without incident. The incident caused a 30-minute delay in the surgery. There was no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.